Event description:
It was reported by a customer that on (B)(6) 2011 the fiber was damaged at the tip at 107,283 joules. Additional information reported by the customer was the fiber tip damage was noticed when the aiming beam was seen coming from the end of the fiber. The event did not cause any issues with the patient.